Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified infection and subsequently passed away coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the infection was unknown. It was reported that the patient was a participant in a cohort study, however it was not specified if the patient was hospitalized for the infection. Treatment for the infection was not reported. On an unreported date, the patient passed away due to the infection. It was not reported if an autopsy was performed. Action taken with pd therapy during the infection and prior to time of death was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The exact date of death was unknown; however, the patient was reported to be on capd from 01 january 2006 to 31 december 2009 and was followed until december 31 2011 for a minimum follow-up of 2 years. Joshi, u., guo, q., yi, c., huang, r., li, z., yu, x., & yang, x. (2014). Clinical outcomes in elderly patients on chronic peritoneal dialysis: a retrospective study from a single center in china. Peritoneal dialysis international: journal of the international society for peritoneal dialysis, 34(3), 299-307. Should additional relevant information become available, a supplemental report will be submitted.